Event description:
During bivad support the left side flow dropped to zero and the beat rate to 12 bpm. The blood pump appeared to be filling properly per the perfusionist the perfusionist turned the power switch off then back on several times in an attempt to reset the machine. The console failed to self test each time. The pt was transferred to a back up console. The transducer assembly and matching analog input/output board were replaced and the console was placed back on the pt with no further problems. There was no patient impact.